Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic was stuck in the plunger. The surgeon tried to pull but the haptic broken. The surgeon was implanted with another backup lens without any complication. The surgery was completed within the same day. There was patient contact but there was no patient harm.

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that indicated the use of a qualified company handpiece. This information indicates that a cartridge was used. It is unknown what brand and model of cartridge was used with this lens. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not available for evaluation. Not enough information was provided from the account for further investigation. File will be reopened when further information is received. The manufacturer internal reference number is: (B)(4).